Event description:
(B)(4). Having heavy bleeding with periods, increased fatigue, bloating, abdominal pain and discomfort, severe cramping that has gotten worse over the past months, tingling feeling in pelvic area.